Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic assembly. It also had moisture damaged at motor assembly, scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went into the pool wearing the insulin pump and the display went blank. Blood glucose value was 120 mg/dl. She also reported that the ring on the reservoir compartment got cracked while inserting the reservoir. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.